Manufacturer narrative:
Integra has completed their internal investigation on 10/09/2015. The investigation included: methods: review of device history records. Review of complaints history. Results: the customer complaint incident was confirmed and duplicated. DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ aug. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿(B)(6) 2014 to (B)(6) 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review (7) can therefore be calculated as 0.05% (5 x 10 ¯4) of procedures. Conclusion: the root cause was determined as the supply voltages out of bound as a result of the battery used with the cam02 monitor.

Event description:
It was reported that the unit would not turn on. No other information provided. Additional information has been requested.